Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis/occlusion, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. Review of the device manufacturing records showed that the lot met all manufacturing criteria. This known patient effect is not necessarily an indication of a product quality issue. However, in this case a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2006, a 2.5 x 18 mm pixel stent was implanted in the lcx. The procedure was completed without any complications. In 2007, in-stent restenosis was observed in the pixel stent. The restenosis was treated with another company's balloon catheter. No additional event or patient information is available.